Event description:
During a CABG/mitral valve maze procedure, a 25mm mitral valve was placed in the pt. After being sewn in, they found that one of the leaflets was dysfunctional not producing the blood flow correctly through the valve. It was removed from the pt and a st jude mechanical mitral valve was placed. There was no harm to the pt. The rep from edward's lifescience was here during the procedure and removed the valve from the hospital. It has to be recorded to the company within 24hrs. He will send a full report in for dr (B)(6) to evaluate.